Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Tube migration is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2019 the patient's peg-j separated at the connectors after dropping the duopa pump. On (B)(6) 2019, the patient experienced abdominal pain and it was found that the patient's peg tube migrated into the small intestine and was embedded into the submucosa. The patient was treated with the removal of peg, peg-j, and all connectors. The causality of the peg tube migration is unknown.